Event description:
The father of a male patient contacted lifecor customer support to report that the monitor screen went blank. He stated that he tried to switch out the battery pack and nothing happened. He reported that when he took the battery pack out of the monitor the monitor had a funny smell. Support asked the father to download. Patient called back to report that the monitor will now not power up with either battery pack. Support sent the patient a replacement monitor and two replacement battery packs.

Manufacturer narrative:
Device manufacture dates: monitor - 01/2008. Battery pack - 08/2008. The other battery pack - 02/2008. Device evaluation summary: device evaluations of monitor, battery pack, and the other battery pack have been completed. The reported problem (device would not start up) was confirmed. The cause of the reported problem was a shorted tantalum capacitor (c9) on the defibrillator pca within monitor. The capacitor had developed an internal short circuit which, in turn, shorted the (+) and (-) battery inputs and resulted in excessive current draw across c9. The root cause of the capacitor failures cannot be positively identified but was likely random component failures. The shorted c9 capacitor in the monitor resulted in blown fuses in both battery packs when the battery packs were plugged into the monitor. The battery packs were repaired, retested and restocked. No adverse event resulted from the c9 failure. The patient received a replacement monitor and two replacement battery packs.